Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the syringe had multiple spots of embedded foreign matter across the barrel surface. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. A device history record review was completed for provided lot number 2039412. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe there were cracks in the barrel. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem: when the syringe was unpacked from the sterile bag, it did not conform: it had micro cracks on the body of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe there were cracks in the barrel. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem: when the syringe was unpacked from the sterile bag, it did not conform: it had micro cracks on the body of the syringe.